Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at their access site during impella support. The patient was taken to the operating room for exploration and evacuation of the hematoma. This resulted in the removal of serous fluid and the evacuation of blood from the pectoral muscle. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03721 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03721 in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03721. G1 reporting contact email revised on manufacturer device report 1220648-2023-03721 in accordance with updated procedures. H6 health effect - clinical code 1930 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03721. H6 component code revised from the initial submission in accordance with updated procedures.